Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audible alarm¿ the unit was triaged and the customer¿s reported condition was not confirmed. However during triage, service found no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-11-20. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has no audible alarms during testing. No patient involved.